Manufacturer narrative:
(B)(4). On (B)(6) 2013 a maquet service technician serviced the unit. Batteries were removed, cleaned and reinserted and then unit would power up. Technician performed a software upgrade and recalibrated the unit. On (B)(6) 2013 the cardiohelp sensor panel (serial number (B)(4)) with defective capacitor was retrofitted with a new sensor panel (serial number (B)(4)). (B)(4).

Event description:
On (B)(6) 2013, a maquet service technician received a report from (B)(6) that a defective battery error message displayed on cardiohelp unit (article number 701048012; serial number (B)(4)) when the unit was disconnected from ac power. Issue did not occur during use - no patient impact. (B)(4).